Event description:
Patient was getting an image guided fusion prostate biopsy. During the procedure we were able to obtain about half the biopsy samples, when the biopsy gun stopped working. It was not firing appropriately to obtain samples. Gun saved and new biopsy gun utilized for the rest of the procedure. Manufacturer response for disposable core biopsy instrument, bard max core disposable core biopsy instrument (per site reporter).